Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that the tool broke off during drilling a hole in the bone in a posterior spinal fusion surgery. It was difficult to retrieve and there was no patient injury. The procedure was completed with backup product. Broken pieces of the reported product remained inside the patient's body because the broken pieces were not retrieved. On follow up, it was confirmed that this was the first time the device was used. The fragment remained in the patient's bone but exact location could not be obtained. The device has been used within 3 hours when the break occurred. The hcp was running the drill at 75000 rpm and made a minor adjustment of the speed with a footswitch. The hcp used irrigation at a flow rate of 2cc. The patient is currently stable. The fragment that remained in the patient's body was only the head part, and no patient injury due to breakage of the bur was reported. It was unknown why the physician decided that it was difficult to retrieve the fragment, but it was determined that there would be no problem even if the fragment was not retrieved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that there was no health damage and the patient was in a good condition.

Manufacturer narrative:
H6: fdm 4114 is no longer applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.